Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump and was instructed to continue using it, with guidance to call back if the malfunction code recurs.